Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer experienced an error. It was indicated that a printed circuit board (pcb) was out of specification. It was also indicated that multiple external components were broken/missing. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the interrogation of a device, the programmer experienced an error. The programmer was returned for serv icing. No patient complications have been reported as a result of this event.